Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance. It is noted that over the past year, there has been a noticeable increase in the lead impedance, rising from 1,955 ohms to 2,188 ohms. Currently, the rv is programmed in unipolar mode. The initial red alert concerning out-of-range pacing impedance for the rv was noted in (B)(6) 2024. This device currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedance. It is noted that over the past year, there has been a noticeable increase in the lead's impedance, rising from 1,955 ohms to 2,188 ohms. Currently, the rv is programmed in unipolar mode. The initial red alert concerning out-of-range pacing impedance for the rv was noted in (B)(6) 2024. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the slowly rising impedance over time was caused by scar tissue build-up. The physician elected to monitor the lead for now and there were no adverse patient effects.